Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, and defibrillation cycling without duplicating the report. Review of the device activity log found entries indicating the ECG leads may have not been properly attached to the device or patient, as well as check pads messages which indicates the device either does not detect the attached pads or the device is not detecting a valid impedance throught the pads. This is not an indication of a device malfunction. The device was recertified and returned to the customer. The multifunction cable, pads, and ECG leads used during the report were not returned as part of this investigation. No clinical log file was available for review. No trend is associated with reports of this type.